Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a f/u report will be submitted. The IFU for this device warns do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. It also warns to eliminate tension on the tissue when sealing and cutting to ensure proper function.

Event description:
The customer reported that hemostasis was not as good as previously experienced. Minor oozing was visible at spots where seals were attempted. Also, a covidien rep present during the case observed the user had tissue in the hinge of the jaw and applied tension to the tissue. There was no injury to the pt.